Event description:
Title: medfusion occlusion. Unjustified occlusion alarms were noted on numerous neonatal ICU patients' medfusion 2001 syringe pumps employed over a period of approximately one week. These alarms led to the realization that a medex y site recently added to the standard IV set, an abbott minibore extension set, was creating the high pressures at the pumps that produced the alarms. The y site had been added to enable the infusion of two separate fluids through the same IV catheter. It was possible to demonstrate that the occlusion alarms were the result of crimps left in the y site tubing when slide clamps were opened. The consequences of the problem included both frequent short-term disruptions of drug infusions, as well as a need to desensitize the occlusion detection levels by raising pressure settings as a means of attempting to continue infusions. The site reporter does not know what the tubing is made of. The facility has subsequently discontinued the use of the y site, but continues to use both the abbott extension set and the syringe pump. The site reporter has found no label warnings or instructions that specify recalibration when the configuration of the tubing set is changed.